Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon arrival at the unit the patient had bleeding from around the site. Manual pressure was held as well as fem stop on the insertion site. Heparin was held. The physician ultimately decided to return to cardiac cath lab for impella explant. The patient is stable.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product received for investigation. Major bleed: the cause of the injury is most likely use related. Device history review: the device passed all the post sterile inspection checks.